Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 21mm watchman laa closure device & delivery system (wds) was selected for use. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. The device met all release criteria and there were no complications noted. Eight hours post procedure the blood pressure of the patient dropped to 80 systolic and the physicians noted a small pericardial effusion. The surgeon did a small thoracotomy and drained 200ml off. The physician was concerned that it was small and he may not be able to drain it efficiently percutaneously due to its location. The patient recovered fully and is doing fine. The patient has since been discharged home.